Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, vaginal tissue damage, vaginal discomfort, pelvic organ disfigurement, urinary retention, dyspareunia, recurrent infections, depression, pain, additional surgeries, and other injuries. No additional info was provided.